Manufacturer narrative:
(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that 40 minutes after a mynxgrip vascular closure device (vcd) deployment, a hematoma greater than 6 cm in size developed. Manual compression of a total of 30 minutes was required to stop the bleeding. There was no presence of pvd / calcium in the vicinity of the puncture site. A pre-existing sheath was exchanged to use the vcd. The vcd was being used in conjunction with a 6f procedural sheath for femoral arterial closure following an interventional peripheral procedure. Multiple stick attempts were not made. The puncture site was not located above the most inferior border of the inferior epigastric artery (high stick) nor below the bifurcation (low stick). There was no posterior wall puncture. There was no vessel tortuosity noted. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel did not have stenosis >50% at or near the puncture site. It is unknown if the patient was admitted as a result of this event. The patient was noted to have recovered. The product will be returned for analysis. Additional information was requested but unknown.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). It was reported that 40 minutes after a mynxgrip vascular closure device (vcd) deployment, a hematoma greater than 6 cm in size developed. Manual compression of 30 minutes was required to stop the bleeding. There was no presence of pvd / calcium in the vicinity of the puncture site. A pre-existing sheath was exchanged to use the vcd. The vcd was being used in conjunction with a 6f procedural sheath for femoral arterial closure following an interventional peripheral procedure. Multiple stick attempts were not made. The puncture site was not located above the most inferior border of the inferior epigastric artery (high stick) nor below the bifurcation (low stick). There was no posterior wall puncture. There was no vessel tortuosity noted. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel did not have stenosis >50% at or near the puncture site. It is unknown if the patient was admitted as a result of this event. The patient was noted to have recovered. Additional information was requested but unknown. A non-sterile mynxgrip vascular closure device 6f/7ff involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant, advancer tube and procedural sheath were not returned with the device. The device was inspected for anomalies. No anomalies were observed. During functional analysis, the balloon was fully inflated with water and pressure was maintained. Review of lot f1711801 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported adverse event of hematoma could not be confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported adverse event experienced by the customer could not be conclusively determined. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. According to the product instruction for use, prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Neither the device history record review nor the product analysis suggests that the reported event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.